Manufacturer narrative:
(B)(4). The initial report was submitted under brand name 'architect i2000sr analyzer', (B)(4). It was determined that the investigation should be performed on brand name 'architect toxo igm' reagent, (B)(4). No similar product is distributed for sale in the united states. Sections have been updated to reflect this information. Further investigation of the customer issue included a review of the complaint text, file kit evaluation, a search for similar complaints, and a review of labeling. Retained sample of architect toxo igm reagent lot 93796hp00 was used to test architect toxo igm calibrator and controls. Calibration was valid and passed according to assay file specifications. Controls were within the specifications stated in the package insert. No false reactive results were obtained. Tracking and trending identified no adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i2000 sr analyzer generated a false positive toxo igm result for one patient sample. The patient had previously tested negative but now generated a positive toxo igm result of 1.0. The false positive toxo igm result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.